Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 175, 114 and 131 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. Customer stated that he is not a diabetic or pre-diabetic but purchased the meter and he feels that the meter is giving him higher than normal results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer stated that he was at work at the time of the call and declined to perform a back to back blood test. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/19/2018 and open vial date was not disclosed. Customer proceeded to verify his address and then had disconnected the call. The meter memory had been reviewed for previous test result history: (B)(6).